Event description:
Patient called stating, that he has difficulties to find/get this device, it is not easily available. The only distributor who distributes them is q.a.s. He wants FDA to help in this matter. He also stated that he needs to do the coagulation check before his valve replacement surgery.